Manufacturer narrative:
Tracking number: us201701-0739. Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a c-section, after closing the uterus, it was noticed that the needle tip was missing. The patient was then x rayed but the needle tip was not located. This extended the procedure by more than 2 hours. There was no blood loss of more than 500ccs. Re-operation was not necessary. There was no unanticipated tissue loss or irreversible damage. There was no change from endoscopic to open surgery. The patient has been discharged.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The reported condition for this incident was that the needle broke at the tip, disengaged into the cavity and was not retrieved. The visual inspection of the sample noted one needle and one suture. One needle was received broken at the tip. Under magnification, instrument marks were observed at the swage of the needle adjacent to the break site. No other abnormalities were noted during product evaluation. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.